Manufacturer narrative:
Although requested, the log files from the device have not been provided and the cause of the complaint is not known.

Event description:
A customer reported that their AED's asi is blank, and the AED will not power on. They reported that this did not occur during patient use.

Manufacturer narrative:
The customer reported that their AED would not power on while using battery serial number (B)(6). Troubleshooting performed with customer service confirmed the reported issue. Analysis of the device log files did not identify a cause of the reported battery depletion. The review identified that once a new battery was installed and a manual self test run the AED was functioning as designed and could stay in service. As a follow up with the customer, the proper maintenance of this device was reviewed.